Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 23nov2016 in describe event or problem. No further follow up is planned. This report is associated with 1819470-2016-00303, since there is more than one device implicated evaluation summary a female patient reported "no insulin flew out from a humapen ergo ii" device. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number (B)(4), manufactured october 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to pen jam complaints. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via psp, concerned a (B)(6) female patient. Medical history included cerebral concussion, cholecystitis, trachea diseases, gallbladder diseases, cerebral infarction, paralysis, extirpation of thyroid gland, thyroid calcification, heart is bad and blood vessel blockage. Previous drug adverse reaction and family drug reaction was none. Concomitant medications included unspecified medications to protect heart and blood vessels; also levothyroxine sodium for an unknown indication the patient received human insulin isophane suspension human insulin (rdna origin) 30% regular, 70% nph (humulin70/30; 400 u) through a vial, divided in 16 each morning and 16 each evening twice a day, subcutaneously (units were not provided), for the treatment of diabetes mellitus. Start date was not provided. Also, the patient received human insulin (rdna origin) 30% regular, 70% nph (humulin 70/30 100 u/ml) from a cartridge via two reusable pens (humapen ergo ii) (lots 1509d03 and 1310d01), 32 (no units) twice daily, divided in 16 iu each morning and 16 iu each evening twice a day, subcutaneously, for the treatment of diabetes mellitus, beginning in (B)(6) 2015; conflicting information, it was also reported a start date of 2006. On an unknown date, approximately in 2014, time to onset unknown the patient went to see a physician due to many diseases (not specified) and was hospitalized due to an unspecified problem with the thyroid gland and breast cancer, an unspecified operation was performed. The event of breast cancer was also considered serious due to medical significance. Hospitalization dates, and laboratory findings were not provided. In (B)(6) 2015, the patient replaced human insulin (rdna origin) 30% regular, 70% nph vials for cartridges according to physicians order; it was reported that before (B)(6) 2016 she used a syringe to inject. On an unknown date he was checked out thyroid calcification, results were not provided. Sometime in 2015, his dosage regimen was changed to 24 iu at morning and 24 iu at evening; then it was changed to 12 iu at morning and 10 iu at evening under the advice of her physician. Sometime in (B)(6) 2016, she was hospitalized due her heart was uncomfortable. Information regarding hospitalization dates and laboratory test while hospitalized were not provided. On (B)(6) 2016, approximately seven months after starting human insulin (rdna origin) 30% regular, 70% nph the patient didn't inject on time due to an unspecified breakdown of the humapen ergo ii, human insulin (rdna origin) 30% regular, 70% nph could not be pushed out (lot 1310d01 (B)(4)), and the pen was discontinued. On (B)(6) 2016, her humapen ergo ii lost the foot of the injection screw ((B)(4)/ lot 1310d01). In (B)(6) 2016, she was hospitalized to install heart stents. It was reported that her blood sugar was always high; therefore, she was hospitalized several times (five to six) every year to regulate her blood sugar. Information regarding blood glucose levels and hospitalization dates was not provided. Information regarding corrective treatment for the remaining events, outcome of the events was not provided. Human insulin (rdna origin) 30% regular, 70% nph cartridge was continued. The user of the humapens ergo ii and the training status was not provided. The general and reported humapen ergo ii durations of use were seven months and approximately 14 months. The device associated with (B)(4) was not returned. The device associated with (B)(4) was returned on 11-nov-2016. The reporting consumer did not know if the events were related to human insulin (rdna origin) 30% regular, 70% nph. The reporting consumer did not know if the events of cardiac disorder and blood glucose increased were related to humapen ergo ii and did not provide a relatedness assessment for the remaining events and humapen ergo ii. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 29-apr-2016: information received on 21-apr-2016 in response to medical questionnaire. Reporter refused to receive phone-call follow up; therefore, no changes were made to the case. Update 18-may-2016: additional information from internal communication was received on 07-apr-2016. (B)(4) was retransmitted but this pc had already processed. No further adverse event information was added. Update 15-nov-2016: additional information received from the initial reporter via a psp on 09-nov-2016. Updated patient information. Added paralysis and extirpation of thyroid gland as medical history. Added laboratory data and concomitant medications. Added human insulin 30/70 cartridge dosage tabs and conflicting information regarding start date and dose. Added a second humapen ergo ii suspect device. Added information regarding stent installation. Added cardiac disorder and blood glucose increased as serious events. Permission to conduct follow up was declined from the initial reporter. Updated narrative with new information. Update 16-nov-2016: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. The product complaint information regarding the humapen ergo ii (product complaint pending/ lot 1509d03) was added to the narrative. Update 23nov2016: additional information received on 23nov2016 from the global product complaint database added the device specific safety summary and manufactured date of the device associated with 3628535; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 28-nov-2016: additional information received on 08-nov-2016 from global product complaint database updated the lot number from unknown to 1310d01 for (B)(4). The (B)(4) and complaint description along with the return date of the device was added to the case. The product tab for humapen ergo ii and the narrative were updated.